Event description:
It was reported that during a pfj procedure, the tech was unable to home the handpiece. He check the drill to ensure that the drill was fully locked but it failed again. There were more tries without success. The gears were manually turn and the system easily pulled the bur back but could not push it forward. He could hear the drill attempting to move but without success. The case was abandoned and the physician did a total knee replacement.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, intended for use in treatment, had homing failure prior to a procedure.the navio handpiece was returned for further evaluation and the initial visual/functional investigation did not confirm the reported event. There were no visual defects in the handpiece. The functional inspection did not reveal any errors or defects either. The root cause of this issue was denoted as no problem found. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual (500054 rev. G) released at the time provides instructions on tool positioning for homing and homing validation techniques. This failure is captured in the navio risk profile.